Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation . Therefore, an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.